Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated they could not resolve the air bubbles with a fixed prime. The customer's blood glucose was between 180 mg/dl and 190 mg/dl. The customer stated the air bubbles were champagne sized. Customer stated their insulin was stored at room temperature. The customer will be sent a replacement infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.